Event description:
It was reported that in 1992 pt had device implanted in the right knee. On 11/14/2001, dr revised knee for polyethylene disease and pain and some osteolysis seen on x-rays. Explanted devices show significant delamination of the articular surface and patellar components.

Event description:
In 1992 patient had device implanted in the right knee. Doctor revised knee for pain and some osteolysis seen on x-rays. Explanted devices show significant delamination of the articular surface and patellar components.